Event description:
It was reported that the blade was broken off when the device was used for fibroid. The broken piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.